Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite blood infusion set experienced component separation, and leakage. The following information was provided by the initial reporter: we had a bloodline separate at the junction of the pump segment and the line at the top of the pump segment. This resulted in a blood spill and some pretty swift work around.

Manufacturer narrative:
H6: investigation summary a 2477-0007 product was not available for investigation; and details of the lot number were not provided. Feedback provided by the customer indicates that the leakage occurred due to a separation at the junction of the pumping segment. No further information was provided to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2477-0007 product over the past 12 months. H3 other text : see h10.

Event description:
It was reported that the bd alaris pump module smartsite blood infusion set experienced component separation, and leakage. The following information was provided by the initial reporter: we had a bloodline separate at the junction of the pump segment and the line at the top of the pump segment. This resulted in a blood spill and some pretty swift work around.